Event description:
The information received from the affiliate states that during the attempted stenting of a lesion located in the biliary tree, the stent jumped over the lesion when it was deployed and could not be placed in the correct location. The information states that the patient was a male (age unknown). There is no information about the characteristics of the vessels. The access site is unknown. The product was properly inspected and prepped prior to use. A guidewire was inserted across the lesion via a sheath introducer, without difficulty. There was no information as to if the lesion was pre-dilated. The physician then advanced the product over the guidewire, to the lesion. When the physician deployed the stent, it jumped over the lesion. It cannot be confirmed if the physician verified that both the leading and trailing markers were proximal and distal to the stent prior to deployment. The physician noticed that while he was in the process of deploying the unit, there was a delay before the stent eventually released from the smart control catheter. There was no longitudinal force applied when the physician deployed the stent. There is no information as to how much of the lesion was uncovered by the stent. The stent was left in the vessel and another stent was used to cover the target lesion. The procedure was finished successfully. There was no adverse consequence to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.